Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device reflected no anomalies. Analysis of performance data revealed a memory problem. A double bit flip in the device memory caused an "invalid" designation in the episode list.

Event description:
It was reported that the device was removed and returned as it was approaching its elective replacement interval (eri). A new device was implanted. Performance data collected from the device indicates that it tested out of specification. There were no further patient complications reported as a result of this event.